Event description:
It was reported that multiple cartridge alarms occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.